Event description:
During a cardiac arrest two different sets of defibrillator pads were not recognized on two different defibrillators. The pads were placed on the patient, and the pads were connected to the defibrillator as per the manufacturer's instructions. The defibrillator screen displayed "check defibrillator electrodes" while attached to the patient and connected to the defibrillator. This same occurrence happened with a second set of pads and a second defibrillator. Patient code: 4580. Device code: 1516, 2591. Reference report: mw5181334.